Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump errors and sometimes vertical lines were displayed on the screen and no alphanumeric characters was displayed. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump lcd screen was defective and the insulin pump cannot be used. The insulin pump will not be returned for analysis.